Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 16.6 cm to 16.9 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.